Event description:
Reporter stated the infusion headset was wet and the customer's blood glucose elevated to 430 mg/dl. No adverse event was reported. The alleged product was requested for evaluation, however it has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.